Event description:
The customer reported that she inadvertently left the clamp open during air removal. There was no donor involved; the incident happened during set up and prime. The customer sets up and primes the machine prior to the donor's arrival. There was not a donor or pt involved at the time of the residual wbc testing, therefore no pt information is reasonably known at the time of the event. The disposable set is unavailable for return for evaluation. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation: the clinical support specialist informed the customer to unclamp the needle line and squeeze the sample pouch until all of the air is expressed. Then once all of the air was removed, to reclamp the needle line and continue per protocol. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the operator inadvertently left the clamp open during the air removal process.